Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/24/2020. H.6. Investigation: three samples were provided to our quality team for investigation. Upon receipt, the product was indicated to be chemo contaminated and unfortunately, could not be evaluated. A device history review was performed for reported lot 2004220, no deviations or non-conformances related to this issue were identified during the manufacturing process. Ten retained samples of the same lot were used for evaluation, no damage or molding defect was observed on the product. Throughout the manufacturing process, force testing and silicone content tests are conducted for each lot. All retained samples were evaluated and found to be within required specifications. Based on the available information we are not able to determine a root cause at this time. H3 other text : see h.10

Event description:
It was reported that syringe 50ml ll leaked. The following information was provided by the initial reporter: "during the production in the central cytostatics production facility, it was noticed with several syringes (each time only drawing up aqua ad inject in larger quantities, fortunately, i.e. These syringes are still available for a possible collection) that the stamp would be more difficult to use than with previous batches, and solution leaked from the stamp with several syringes. Possible contamination if this would happen with a cytostatic drug!"

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 50 ml ll leaked. The following information was provided by the initial reporter: "during the production in the central cytostatics production facility, it was noticed with several syringes (each time only drawing up aqua ad inject in larger quantities, fortunately, i.e. These syringes are still available for a possible collection) that the stamp would be more difficult to use than with previous batches, and solution leaked from the stamp with several syringes. Possible contamination if this would happen with a cytostatic drug!"